Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. Fse found the reagent pulse driver motor and motor controller board caused the issue. Fse replaced the reagent pulse driver motor and motor controller board. The fses actions resolved the issue. (B)(4).

Event description:
Customer reported a burning smell coming from the au680 clinical chemistry analyzer. Customer stated the instrument was powered down after noticing the burning smell. Customer was wearing appropriate personal protective equipment (ppe). Customer reported no injury or exposure from this event. No erroneous patient results were generated. The fire department was not required to be called. This incident didn't affect any facilities of the lab.